Event description:
It was reported that the ilet bionic pancreas displayed alert 39 indicating an insulin shaft encoder failure, the user attempted multiple restarts with adequate battery charge, was unable to rewind the ilet, and received an unable to proceed message, consistent with a failure to infuse related to the plunger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a component-level failure leading to failure to infuse at the plunger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.